Event description:
The manufacturer received info alleging a "service required" alarm condition occurred while a ventilator was in pt use. There was no pt harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the factory authorized service center for evaluation. A failure related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.